Event description:
It was reported that pump time displayed on device was incorrect and caller did not know why this occurred. There was no adverse impact to the customer¿s blood glucose level. Caller updated pump time with assistance from technical support, was advised to monitor device and to follow up if time discrepancy greater than five minutes recurred, and confirmed understanding of instructions.